Manufacturer narrative:
The reasons for coming off the screws is unknown. Mechanical vibration or transportation of cart may have caused random loosening of the screws. Biomed at health care facility reinstall the camera just replacing the screws holding it. Biomed verified the camera functionality and safety check performed. The device is placed back in use and not returning for further investigation.

Event description:
Mounting screws were dislodged. Ipela dropped from the bracket. There is no injury to patient or user.